Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the primary packaging of an unspecified quantity of minicaps had damage. This was identified when removing the products from the box ¿on or before use¿ for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to d10: concomitant product: dianeal al 1.5 % (previously submitted as dianeal al 2.5 %). Additional information: h3, h6. H10: the actual device was not available; however, photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed an opening on one of its sides, which allows observing the cap inside the package. As a result, the reported condition was verified. The cause of the condition was determined to be mishandling during distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.